Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported they received a speaker failure inop message; they had no sound from the speaker. The device was not in clinical use at the time of the event. No adverse event or patient harm reported